Event description:
Left side varicocele embolization performed in (B)(6) 2018 with two 8mm cook medical nester platinum coils. Post procedure debilitating pain, cramps, swelling and bowel issues present everyday eight months later. Internal burning, digging sensation tortures me 24/7. Radiating pain from coil location, belly button and down my left leg to my foot. I live with chronic pain, brain fog, and limited mobility / activities. I can't sit for more than 15 mins at a time. Unable to sleep on either side or back. My only relief comes from laying on my stomach. I've never had bowel issues before the procedure. Now every bowel movement is hard, narrow and mucus covered. Blood in stool present. Now seeking coil removal surgery.